Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the cable unit being sticky is a cause not established. Additionally, the most probable cause of the adhesive on the distal sheath being detached was due to a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. The component failure was due to a degradation problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound bronchofibervideoscoe to the service center for a separate issue. During the device analysis, the service repair technician indicated that a sticky cable unit and detachment of the adhesive on the distal sheath was found. It was determined that the cable unit and the adhesive on the distal sheath needed to be replaced. There was no patient involvement.